Event description:
It was reported to boston scientific corporation that a graspit device was used during a percutaneous nephrolithotomy procedure within the kidney performed on (B)(6), 2013. According to the complainant, during the procedure, when the surgeon was using the graspit to remove the stone, the prongs were stuck in the tissue of the patient. The surgeon used a laser to detached the device and to remove the stuck parts. The procedure was completed with another graspit device. Reportedly, the device was inspected prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned graspit forceps was performed. Graspit was received without original pouch and labeling. Residue was present on the device when received. Following a detailed device analysis, the basket was attached, and complete. It was noted that the grasper¿s jaws were present and attached to the wire sub-assembly. Kinks were found on the outer sheath. The working length and the silver section of the outer sheath measured approximately 99.8 cm and 3.7¿ (9.4 cm) respectively, which exceed the upper specification limit. When the handle was actuated the grasper would not open. It is likely that, due to some aspects of the procedure, the most probable root cause for this complaint is operational/physiological context. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Based on this analysis, this is now deemed non MDR reportable.

Event description:
It was reported to boston scientific corporation that a graspit device was used during a percutaneous nephrolithotomy procedure within the kidney performed on (B)(6) 2013. According to the complainant, during the procedure, when the surgeon was using the graspit to remove the stone, the prongs were stuck in the tissue of the patient. The surgeon used a laser to detached the device and to remove the stuck parts. The procedure was completed with another graspit device. Reportedly, the device was inspected prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be stable.